Manufacturer narrative:
The ICD and a 11.5 cm fragment of lead body were returned and subjected to an extensive analysis. Thereby the electrical module of the ICD was found damaged due to a shock delivery into an external short circuit. The damages led to a high current condition, depleting the battery, that eventually led to the clinical observation. The analysis of the lead fragment revealed a damaged insulation approx. 2.5 cm distal to the df-1 connector pin. In this region the conductor coil demonstrated traces of molten metal indicative of arc-over. This finding was consistent with the analysis results of the ICD. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that during a manual shock attempt, the physician heard an audible noise and it was no longer possible to interrogate the ICD. No adverse patient side effects were reported.